Event description:
It was reported that during a follow-up with the patient the device yielded an erroneous parameters message. The device was reprogrammed. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.